Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that she was on a bolus and the pump got stuck. Customer took the battery out and had a battery out limit alarm that could not be cleared. Customer had replaced the battery before the alarm occurred. Customer's blood glucose was 236 mg/dl at the time of the incident. Customer stated that the keypad did not respond. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces, cracked case at display window corners, reservoir tube, cracked battery tube threads, belt clip slot and minor scratches on lcd window.